Event description:
It was reported that the patient fell and "damaged" her pump; onset of the event was reported to be 2007. A dye study was performed but "did not show anything". The patient experienced alot of pain. The patient reported that the "boluses were getting through, but the regular dose was not". The compounded baclofen dosage was increased up to 900 mcg/day. A dye study was performed twelve days later, and the catheter was repositioned from t5 to l2. The pump was moved to a different position and turned down to 400 mcg/day. The patient then began to hallucinate and became agitated. The patient reported that there were other symptoms, but did not specify. The patient was hospitalized for 8 days. The patient recovered without sequela. See also manufacturer's report #: 2182207-2007-03117.